Event description:
Related manufacturer reference number: 3006705815-2023-02202. It was reported the patient experienced ineffective therapy. X-ray confirmed both leads migrated. As a result, surgical intervention occurred on (B)(6) 2023 wherein the lead was repositioned, addressing the issue.

Manufacturer narrative:
B3: date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.